Event description:
The customer reported that after the nurse silenced the spo2 alarm, spo2 alarm and/or vitals were no longer seen because they dropped from the display. The patient desaturated, and the nurse was unaware that spo2 was no longer being monitored. The patient expired.

Event description:
The customer reported that after the nurse silenced the spo2 alarm, spo2 alarm and/or vitals were no longer seen because they dropped from the display. The patient desaturated, and the nurse was unaware that spo2 was no longer being monitored. The patient expired.

Manufacturer narrative:
Configuration file related to the complaint was requested from the customer, however, was not provided. Philips product support engineer could not review configuration file to determine the settings. Philips product support engineer could not determine the root cause of the reported issue.